Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6)2024, it was reported that the patient was asymptomatic. The patient ate breakfast and took unspecified insulin. The cgm was reading low and the bg was 400 mg/dl. The son called 911. The bg by ems was 536 mg/dl and the egv at that time was not specified nor clarified. The hyperglycemia was treated with an unremembered IV. An unspecified time after treatment, the bg was 200 mg/dl and the egv was not documented. The patient was discharged and was fine at the time of follow up, the day following the episode. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.